Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.

Event description:
It was reported that the unit had a damaged comb. The roller was not picking up the board/ spinning. There is no information provided regarding the timing of the event. It was reported that there was no patient harm. Due diligence is complete, there is no additional information available,

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) the following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was found to have a damaged comb and bottom roll and there was a worn gear. The device had failed the sample mesh test cut. The comb, gear, bottom roll, and spring pin were replaced and resolved the reported issue. It was noted that the device was last repaired in 2013 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. For the damaged comb the root cause of the reported issue is attributed to a design issue. For the roller issue the root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.